Event description:
The customer reported that the ventilator restarted during operation in normal ventilation mode. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers field service engineer was unable to duplicate the reported problem. Review of the device diagnostic log history indicated a restart occurrence. The service engineer replaced the power supply and cpu pcb board to address the reported problem. Applicable final testing was completed to operating specifications.